Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: united kingdom. The customer reports the tip of scissors was found to be broken. Breakage was noted after washing / processing of the device. Attempts to collect additional information have been made, however, no additional information has been provided to date. When additional information is received, a supplemental report will be submitted as appropriate.

Manufacturer narrative:
Investigation: pictorial documentation was carried out with a keyence vhx-600 digital microscope. Hardness measurement was carried out with wilson vh1150 hardness tester, serial no. (B)(4). Hardness target 420-530 hv5, actual 505 hv5. No pores, inclusions or foreign bodies could be found on the point of rupture. The visual investigation and the hardness test indicated that the quality requirements are in the specified tolerance range. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Rational: it is liable that a mechanical overload situation led to the breakage, most likely caused by leverage during processing. This can happen, for example, if the scissors tilt in a basket. Corrective action: a CAPA is not necessary.